Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd the user facility report# (B)(4) from the (B)(4) registry reporting that the pt was hospitalized with recurrent pump thrombus and elevated plasma free hemoglobin levels. The report also stated that due to critical illness and right heart failure (rhf), a re-implant was not possible for the pt. No further information was provided.

Manufacturer narrative:
The user facility report #(B)(4) was rec'd from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.